Event description:
Information received indicates signs of fluid ingress on the scale patient positioning monitor pcb, but the system still functioned normally.

Manufacturer narrative:
The technician replaced the scale ppm pcb to repair the bed.